Event description:
It was reported that this ambicor penile prosthesis was removed as it was not deflating. The patient was constantly inflating implant upon explant, there was a hole and fluid loss noted in the distal cylinder. A new ambicor penile prosthesis was implanted. No patient complications were reported.